Event description:
Customer reported no matter how much they cleaned the unit, a dirty liquid came out of the k wire chuck during use. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the coupling parts were worn and there was dirt inside. This was attributed to normal wear. The grip assembly and consumable parts were replaced and the device was repaired and returned to the customer on (B)(4) 2014. Placeholder.